Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_lead, lot# unknown ,implanted: explanted: product type lead . (B)(4).

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the doctor experienced something similar with another patient related to the drop in mood and higher impedances and reprogramming resolved the issue.